Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the device jaws locked on tissue. The handle was removed from the adapter and the battery was reset to allow the handle to reset and then it was placed back on to the adapter. The handle could be heard attempting to re-calibrate and retract the knife blade but was unable and returned to a blue light condition. A second handle was brought in and attached to the adapter with the same results, it could not retract the knife blade and entered a blue light condition. The manual retraction tool was used which did allow for the articulation to me straightened but was still unable to retract the knife blade finally a second 12mm port was added and multiple staple firings were performed to staple around the locked down reload in order to remove it. Because of tissue loss in the stomach in order to pull out the additional trocar, the patient had an injury. There was tissue loss, a permanent tissue damage, the surgical time was extended by more than 30 minutes. The incision was extended by less than 1 inch.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one standard adapter. No visual abnormalities were noted. The eeprom was uploaded and indicated 9 autoclave cycles for the adapter. A pmv representative reload was inserted onto the adapter with a pmv handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was applied to the staple line and able to transect the media without difficulty. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.